Event description:
It was reported that during a gastroplasty reductory by video laparoscopy procedure, the device locked. The stapler was removed, another reload was used, but did not work. It was necessary to use another stapler and reload to finish the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch number. Damaged firing mechanism. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . The mfg records were reviewed and no anomalies were found during the mfg process.